Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system shut down on its own. There is no report of a pt injury or death associated with this event.